Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and alopecia ("other injuries/symptoms: hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menorrhagia, alopecia and weight increased outcome was unknown. The reporter considered alopecia, menorrhagia, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Essure implant date and product indication updated. Explant date added. Previously reported ¿injury¿ was updated to menorrhagia (heavy menstrual bleeding). Events- perforation: other, other injuries/symptoms: hair loss and weight gain were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.